Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed one grip close cable is derailed and frayed near the distal idlers. The cable derailment may have contributed to the fraying as the cable is rubbing on the outer edges of the pulley as grips move. Engineering also observed that at the distal end of the main tube, material had been removed in a couple of different locations, creating a localized rough surface finish. Damage may be due to a defective cannula. No other damage found.

Event description:
It was reported that a cable on the endowrist prograsp instrument was frayed. No additional info was provided. No pt harm, adverse outcome or injury was reported.